Manufacturer narrative:
The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, a device malfunction can not be verified. After further discussion with the subject matter expert (sme), the sme found that based upon the photographic evidence provided the burn observed in the complaint photos is inconsistent with a burn from the pad itself; the patient burn presented in the complaint is an alternate site burn (away from the approved sites per IFU). From the complaint photos, there is no evidence that this event was a pad site burn. A device history review (DHR) review found no abnormalities that would contribute to this reported event. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 34 complaints, regarding 26,019 devices, for this device family and failure mode. During this same time frame 11,433,774 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as the application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high-current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed surefit dual dispersive electrodes have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Always use the lowest power settings to achieve the desired surgical effect. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, 410-2000, surefit, dual dispersive electrode, contact quality monitor, was being used during a total laparoscopic hysterectomy procedure on (B)(6) 2025 when it was reported, ¿distal burns on heels.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed. Further assessment questions were sent to the reporter; however, the distributor states that their customer has declined to answer any questions. This report is being raised due to the reported injury of an unknown degree of burn to the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, 410-2000, surefit, dual dispersive electrode, contact quality monitor, was being used during a total laparoscopic hysterectomy procedure on (B)(6) 2025 when it was reported, ¿distal burns on heels.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed. Further assessment questions were sent to the reporter; however, the distributor states that their customer has declined to answer any questions. This report is being raised due to the reported injury of an unknown degree of burn to the patient.